Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip broke inside the patient while lasing at 38,778 joules of use and 10 minutes. The fiber tip (cap) was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical. Patient outcome: "no injury". There was no patient injury reported.